Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system archives were reviewed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection procedure, there was an alleged inaccuracy with the navigation system. The site reported that due to previous registrations, the surgeon stated that once they reached the tumor they were not accurate. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. No additional information was provided.